Manufacturer narrative:
Device evaluated by MFR: one used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The needle is dramatically bent on two planes. The actuator is lodged at the distal end of the delivery needle. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution. Correction in date rec¿d by MFR, company representative should not be marked.

Event description:
It was reported that during meniscus repair surgery the device did a simultaneous deployment. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.